Event description:
The customer was having problem with low bgs after infusion set change. Contact stated that they lend to run high right before the infusion set change and then ran low after the infusion is changed. The customer was hospitalized a day before the call due to low bgs. Troubleshooting was performed. The programming, insulin concentration, and bolus history were accurate. The customer stated that they do not disconnect from body when they take the reservoir out of pump to change. Instructed customer to disconnect from body whenever taking the reservoir out of pump or during priming. Suggested customer calls their doctor to discuss possible causes of low bgs.